Event description:
The aneurysm location was anterior communicating artery. Size was 6.5mm in high; 4.00 mm in diameter; and 2mm at the neck. The vessel was mildly tortuous. Upon detachment of the coil, the coil seemed to break off of the detachment wire before the distal detachment zone. Fortunately, the coil stayed in the aneurysm and did not embolize so everything was o.k. The delivery wire is going to be returned. An sl-10 (.0165) microcatheter was also used. Additional information received indicated that the coil prematurely detached and safely placed in the aneurysm. Clarification stated that the coil broke off the socket ring. No stretching of coil noted. No patient injury reported at the time of the incident and subsequent coils were detached with the same cable and dcb. Continuous flush was maintained throughout the case.

Manufacturer narrative:
During an embolization of an anterior communicating (acom) artery aneurysm the 3 mm x 4 cm deltaplush platinum microcoil seemed to break off of the detachment wire before the distal detachment zone. The coil stayed in the aneurysm and did not embolize. There was no patient injury. Additional information reported that the coil went into the aneurysm fine, but it was felt that it detached prematurely due to the wire breaking from the socket ring. The aneurysm was 6.5mm in high; 4.00 mm in diameter; and 2mm at the neck. The vessel was mildly tortuous. An sl-10 (0.0165) was used. The returned device positioning unit (dpu) passed electrical testing and was returned undamaged. Although a root cause determination cannot be made, unintended detachment during repositioning in the aneurysm may be related to retraction while the coil has become anchored, resulting in mechanical detachment from the detachment fiber. Possible factors that may result in this scenario include the coil becoming anchored due to the coils already dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) cautions that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. It further cautions that if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available procedural information a definitive root cause of the unintended detachment of the coil cannot be determined; it is possible that clinical factors contributed to the event. With review of the analysis of the returned device and device history records there is no indication of any manufacturing issues impacting the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.